Event description:
It was reported by the customer that the bd insyte¿ autoguard¿ bc shielded IV catheters had black particles. The following information was provided by the initial reporter: unfortunately, a batch of catheters failed our incoming testing (this testing is visual and involves sampling 13 catheters and reviewing for print accuracy and obvious defects). In this case 1 of the catheters exhibited a black particle similar to previously reported scars in 2020 batch of bd insyte autoguard 20ga catheter failed incoming qc testing sop iqp-058 "procedure for sampling, on 17 nov 22, 13 samples were checked by qc analyst chun. A black particle was noted on one of the samples. 12 other samples check were free from dirt and met incoming specification. As 1 of the catheters had visible dirt, it did not meet specification and is not acceptable. Iqp-058 stated that the aql is fail on 1 defect. Batch was rejected by qc.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This was a packaging issue where sterility of the product was not compromised, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported by the customer that the bd insyte¿ autoguard¿ bc shielded IV catheters had black particles. The following information was provided by the initial reporter: unfortunately, a batch of catheters failed our incoming testing (this testing is visual and involves sampling 13 catheters and reviewing for print accuracy and obvious defects). In this case 1 of the catheters exhibited a black particle similar to previously reported scars in 2020 batch of bd insyte autoguard 20ga catheter failed incoming qc testing sop iqp-058 "procedure for sampling, on (B)(6) 2022, 13 samples were checked by qc analyst chun. A black particle was noted on one of the samples. 12 other samples check were free from dirt and met incoming specification. As 1 of the catheters had visible dirt, it did not meet specification and is not acceptable. Iqp-058 stated that the aql is fail on 1 defect. Batch was rejected by qc.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. This is not a lot#: 2244512 manufactured for the reported catalog#.